Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power supply assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power off when they pressed the on/off button. Instead, the device's display and led lights would start flickering. The customer had to remove the device's batteries to get it to turn off. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.